Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost weight and now experiencing discomfort in the "implantable" pulse generator (ipg) site pocket. There was no report of patient harm or injury. The implanting physician performed a surgical procedure to reposition the ipg deeper into the skin without complications. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found.